Event description:
Update: additional information was received noting that this rv lead experienced intermittent high pacing impedances starting in (B)(6) 2018. An impedance measurement greater than 2000 ohms was noted on (B)(6) 2018. Threshold, sensing, and shock impedances were reportedly normal and no noise was observed. However, the physician elected to surgically cap this lead on (B)(6) 2019 and place a new rv lead. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).